Event description:
The manufacturer's representative reported that the patient expired and the death was unrelated to the pump. A hospital representative reported that an autopsy was performed. The patient expired in the emergency room. She indicated that the cause of death was cardio-pulmonary arrest and "unrelated to the therapy or pump". No other details have been provided to us, despite several attempts to obtain the information. We have been unable to obtain a copy of the coroner's report as of the date of this report.